Event description:
It was reported that pump generated cartridge alarm and customer experienced high blood glucose reading, although specific value was unknown. Customer delivered correction bolus using pump, did not require emergency assistance, and planned to use multiple daily injections as backup therapy while replacement pump with updated software was shipped; customer was instructed on pump storage mode, returning malfunctioning pump within required timeframe, and setting up and reconnecting replacement pump, and acknowledged all instructions.